Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection of the subject device (the flexible ureteroscope urf-v3) before changing the device used for unspecified procedure from an unspecified rigid ureteroscope to the subject device, it was found that the subject device could not be angulated even if the angulation control knob was operated. The user replaced the subject device to another flexible ureteroscope urf-v2 to complete the intended procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated, and also found that the control section was leaked. Then, the subject device was transferred to omsc for evaluation. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was probable that the movable part (wire drum metal part) in the operation part became rusted due to the internal inundation from the curved rubber, and the ud (upward/downward) angle lever became immobile. It was therefore presumed that the cause of the suggested phenomenon was interference with some kind of hard and sharp object causing scratching, catching, or stinging. It is suggested to the user to show more caution when handling the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that the movable part (wire drum metal part) in the operation part became rusted due to the internal water immersion from the rubber, and the angle lever did not move. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.